Manufacturer narrative:
System restarted; further diagnosis on power supply needed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that the machine failed to switch on; suspected power supply issue on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.